Event description:
It was reported by the MFR's rep that during a stage I implantation of an interstim device system, the radiopaque ring of the lead introducer broke off, confirmed by x-ray. The physician elected to leave the marker in the pt following the procedure. The procedure was completed with no complications to the pt reported. The introducer was reported as having been discarded.